Event description:
During an endoscopic esophagogastroduodenoscopy (egd) while using the biopsy forceps to grasp a specimen, the 1-2 mm metallic needle broke off. The forceps closed and it was pulled back in the scope and removed from the field. The gastroscope was brushed, flushed with water, the valves were removed and checked but found no evidence of the needle. An x-ray found no evidence of radiopaque foreign body.